Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("extreme pain"), endometrial ablation ("endometrial ablation") and polychondritis ("autoimmune disorder type of disorder: relapsing polychondritis") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included obesity and abdominal pain. On (B)(6)2008, the patient had essure inserted. In 2008, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), polychondritis (seriousness criterion medically significant), migraine ("migraines"), headache ("headaches"), dysmenorrhoea ("dysmenorrhea (cramping), extreme painful stabbing cramping"), alopecia ("hair loss") and fatigue ("fatigue extreme") and was found to have weight increased ("weight gain"). On an unknown date, the patient underwent endometrial ablation (seriousness criterion medically significant). The patient was treated with surgery ((hysterectomy with bilateral salpingectomy, bilateral oopherectomy)). Essure was removed on (B)(6)2011. At the time of the report, the pelvic pain, endometrial ablation, polychondritis, migraine, headache, dysmenorrhoea, weight increased, alopecia and fatigue outcome was unknown. The reporter considered alopecia, dysmenorrhoea, endometrial ablation, fatigue, headache, migraine, pelvic pain, polychondritis and weight increased to be related to essure. The reporter commented: if you had your essure removed, did any of the injuries or symptoms you claim resulted from essure decrease or resolve following essure removal? No. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs and mr received. Her demographics was added. Lab data added. Concomitant condition added. Events : endometrial ablation, migraines, headaches, dysmenorrhea (cramping), extreme painful stabbing cramping, weight gain, hair loss, fatigue extreme were added. Event autoimmune disorder was updated to autoimmune disorder type of disorder: relapsing polychondritis. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pain ("pain ") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criteria medically significant and intervention required) and autoimmune disorder (seriousness criterion medically significant). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2011. At the time of the report, the pain and autoimmune disorder outcome was unknown. The reporter considered autoimmune disorder and pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.